Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a velocity delivery microcatheter (velocity), a benchmark (B)(4) access system (B)(4) and a stent retriever. It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician advanced the red62 and velocity into the target vessel and initiated aspiration for the first pass. However, the clot could not be removed. The physician then advanced the stent retriever through the velocity and red62 to perform solumbra technique for the second pass. While removing the velocity, the physician experienced resistance. Upon removal of the velocity, the physician noticed that the velocity had broken off between the midshaft and distal end, and the remaining part of the velocity was within the red62. Therefore, the stent retriever and the red62 containing the distal end of the velocity were removed together. The procedure was completed using a new velocity, a non-penumbra catheter, the same (B)(4), and the same stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned velocity confirmed that the catheter was fractured. Based on the reported complaint, resistance was experienced upon removal of the velocity. If the velocity is retracted against resistance, damage such as a fracture may occur. The root cause of the resistance could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.